Event description:
It was reported that the system was unable to perform fluoroscopic x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the x-ray tube configuration data. The system operates as intended.